Event description:
A report was received that the pt needs to be explanted due to an infection at the ipg site. The pt has been prescribed oral antibiotics. The physician does not believe the infection is related to the device or the procedure and no further action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation of the implanted devices revealed no anomalies of deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory. This is the final report.